Manufacturer narrative:
(B)(4).

Event description:
Additional information has been received from the company representative which stated the event occurred prior to a vitreoretinal procedure. A system message was also reported. The case was initiated and completed using an alternate system. There was no patient involvement.

Manufacturer narrative:
Additional information: the system was examined and the reported event was replicated. A nonconforming 24v solenoid valve was found and was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on february 28, 2008. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming 24v solenoid valve . However, how or when the sample became nonconforming could not be determined. The manufacturer internal reference number is: 2016-34025

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was a viscous fluid control (vfc) issue. Additional information has been requested, but none has been received to date.

Manufacturer narrative:
Supplemental medical device report (smdr) # 03 is being filed to correct the date received by MFR date on the supplemental report # 02, filed earlier. Incorrect date of 05/10/2016 is being corrected to 08/08/2016. (B)(4).